Event description:
It was reported that device interrogation revealed under sensing on the implantable cardioverter defibrillator (ICD). No changes or interventions were performed. The patient died with a natural or unrelated cause of death.